Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the c-ring assembly and bisector blade. A visual inspection was conducted. It was observed that the scope wash tubing was cut from the end of the c-ring. The scope wash tubing could be detected within the cannula. The c-ring was not transected and the metal wire was observed to be intact. Based on the returned condition of the device, and the results of the evaluation, the reported failure "break; cannula; c-ring cut" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro metal piece that attaches to c-ring broke away from device. It did not fall into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro metal piece that attaches to c-ring broke away from device. It did not fall into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.